Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 4x11 insert. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a right knee revised. The patella was dislocating, surgeon noted insert was not locked into the baseplate. Put in new insert and locked in fine.

Manufacturer narrative:
An event regarding an insert that was not locked into the baseplate involving an unknown insert was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. The patella dislocation mentioned in the event description is most likely related to the insert locking issues. These issues were resolved when a new insert was put in.

Event description:
It was reported that there was a right knee revised. The patella was dislocating, surgeon noted insert was not locked into the baseplate. Put in new insert and locked in fine.